Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately four weeks post implant the patient's glucose monitor was disconnecting for 3-4 hours at a time and the patient thinks it has something to do with their implantable pulse generator (ipg). The ipg remains in use. No patient complications have been reported as a result of this event.